Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented with an adverse event of endocarditis infection. The pacemaker (pm) and right atrial (ra) leads were explanted. The patient was stable throughout.